Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information on everflo device alleging smoke. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.